Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call of customer's high blood glucose levels. The husband states the infusion set was leaking. The customer's blood glucose level was 480mg/dl. The customer attempted to treat high with pump. The customer was advised to conduct full set change. The customer was advised to monitor the device. The customer declined to troubleshoot for the high.